Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000086483. Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-06142. It was reported the patient experienced ineffective stimulation and pain at the ipg site. As such, surgical intervention was undertaken and the system was explanted. The investigation did not determine which lead resulted in ineffective stimulation.